Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse replaced the display cover (0380-00-04221), clutch (0105-00-00712), and retainer (0380-00-02102 ). The fse then performed functional and safety tests to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) units display cover is broken. There was no patient involvement.